Event description:
Per dr. Riley text message, "pro xs 150 got stuck in a septal and wouldn't come out. Luckily tip was married to end of the wire and caught enough to get back into guide and we trapped it out during a live case. Only (about) distal 1mm tip snapped off, not the whole tip."